Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. When received for analysis, the ins only had channel 2 programmed (electrodes #8 thru 15). With channel one not programmed, impedances will not be measured on electrodes #0 thru 7 and high impedances will be seen.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that ¿channel number one didn¿t work¿ with the patient¿s implantable neurostimulator (ins). It was stated that as a result of the event the ins was not implanted and would be returned. It was noted there were no patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. Additional information indicated that an impedance value ¿>10000¿ ohms was measured. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the ins was programmed incorrectly. The ins lead configuration was set to electrodes #0-7 and an impedance measurement was performed. Normal impedances were observed on each electrode pair. The ins passed all functional testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the lead was connected to channel one of the implantable neurostimulator (ins) and impedances were greater than 10,000 ohms. It was noted the same lead was connected to channel two of the ins and impedance was okay.